Manufacturer narrative:
The carefusion failure analysis technician evaluted the uim assembly, powered uim in to user mode and it powered on properly. Cycled the power many times and did not see the uim go blank. Left uim cycling in user mode for three hours to try to duplicate the reported problem. After three hours of cycling, cycled the power various times and the uim was still functioning properly. Disassembled uim to inspect pcb, cables and connectors did not find any anomalies. Allowed uim to cycle over night for a total seventeen hours, after cycling over night the uim is still operating properly. Root cause: unable to duplicate the reported problem.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator user interface module goes blank. No patient involvement.